Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient was administered local anesthesia to excise the excess skin. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.